Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation and testing. The craniotome device was evaluated and the reported condition that the device did not attach to the drill was confirmed. An assessment was performed and it was determined that the device failed cutter insertion (cannot insert cutter) and the neuro-tip leg had been drilled into. It was determined that the condition of being unable to insert the cutter was due to the bearings being worn out and loose which created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause of this condition was determined to be due to wear from normal use, the failure was caused by worn out bearings. The reported condition of the neuro-tip leg was determined to be due to excessive lateral force being placed on the device which caused the drill to flex and come into contact with the neuro-tip leg. The assignable root cause of this condition was determined to be due to damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the craniotome device did not attach to the drill device. During in-house engineering evaluation it was observed that the device failed cutter insertion (cannot insert cutter) and the neuro-tip leg had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.